Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrode pads. The area was described as red and itchy. The patient indicated that he saw his doctor who instructed him to end use of the lifevest. The patient reported that the irritation had healed since removing the device.